Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded one inappropriate shock via latitude. The s-ECG compared to post-implant morphology resulted in significant amplitude reduction. The patient was referred to the emergency room and was admitted into the hospital. Primary sensing vector was programmed since implant and imaging was requested but was not available for review. The device had not been interrogated since the hospital does not have a 3200 programmer or 3300 programmer on-site. The plan is to interrogate the device and request imaging. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that the electrode was dislodged and was repositioned. No additional adverse patient effects were reported. The electrode remains in-service.